Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: one device was received for evaluation, the other sample was not received and therefore, could not be evaluated. The sample was received without the connector. A visual inspection was done which observed a separation of the connector from the tubing. The solvent appeared to be applied in a uniform manner in the circumference of the tube. The insertion of the tubing into male luer was according to specification. Dimensional tests were performed at the tubing and was according to specification. No further evaluation could be performed due to the lack of the connector. The reported condition was verified.the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock collar of two (2) clearlink system extension sets were snapped off causing a piece of the set to became lodged inside the lumen of the central line. This issue was identified during infusion. The central line had to be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.